Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was urinary stress incontinence. ­­­­­­­­­the procedure performed was tension-free vaginal tape. Aprox. 3 years post op, the patient underwent a procedure for total vaginal hysterectomy, bilateral salp [ingo-oophorectomy, uterosacral ligament suspension and intraoperative cystoscopy and left vaginal sidewall lesion excision. The preoperative diagnosis was symptomatic severe uterine prolapse, grade 3-4 undesired fertility, patient requesting definitive operative intervention including bilateral salpingo-oophorectomy, pelvic pain, dyspareunia and dysfunctional uterine bleeding and menorrhagia. Aprox. 3 years 8 months post op, the patient underwent a procedure for cystoscopy and vaginoscopy. Aprox. 3 year 9 months post op, the patient underwent a procedure for a vaginal and suprapubic exploration and excision of tension free transvaginal mesh and intraoperative cystoscopy. The preoperative and postoperative was vaginal mesh erosion with pelvic pain and chronic discharge. Past surgical history: total abdominal hysterectomy, bilateral salpingo-oophorectomy this past january, transvaginal taping 3 years ago. Ob history: 2 vaginal deliveries. Social history: 20-pack-year smoking and rarely drinks any alcohol.